Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient experienced aggressive anterior capsule opacification and posterior capsule opacification. The patient was treated with antibiotic and nonsteroidal anti-inflammatory drug. Additional information has been requested.